Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that irrigation tube became disconnected from the spike that connect to the balanced saline solution (bss) bag. There was no system message displayed. The surgeon reports that the machine did not stop aspirating and that a collapse occurred in the eye during cataract with intraocular lens implant surgery. This caused hospitalization. Post-operative mannitol, and a return to the operating room to check and confirm that the anterior chamber had sufficient depth. The surgery was completed on the same day after replacing the product with another one. There was impact to the patient but current condition was unknown.

Manufacturer narrative:
The reported product was not received at the investigation site for evaluation; however, a photo was provided which showed a spike inserted into a balanced salt solution (bss) bag and the spike appeared to have been leaking; however, the tubing did not appear to be disconnected. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and photo received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The attached photo confirmed leaking: however, the root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.